Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) ipg replacement procedure due to an unknown reason. No further information has been obtained despite three good-faith efforts.